Event description:
The information received from the affiliate indicates that during dilation of the right femoral artery of this pt (age and weight unk) this balloon burst. The balloon was inflated manually therefore the pressure is unk. The vessel was described as calcified. Procedure was completed with another opta pro. There was no reported consequence to the pt.